Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and stated that it felt like a shocking sensation. It was also reported that the patient still felt the sensation even when stimulation was turned off. The physician did not suspect device malfunction. The patient underwent an explant procedure.